Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system did not display some medications on the patient¿s profile across multiple stations and users. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a temporary system synchronization problem. A technical support specialist confirmed the issue details with the customer and advised that the case would be reassigned to an es specialist for further assistance. The es specialist performed an unload and reloaded of the system, which restored the missing medications. The customer later confirmed that no further issues occurred, and the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system did not display some medications on the patient¿s profile across multiple stations and users. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.